Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited noise. No intervention was performed. The patient remained in stable condition.